Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1gbku, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient told them that the stimulator was not working right, and they think they have a ¿fried¿ lead. The patient also stated that they were scheduled to have the device replaced. It was recommended that they have the patient follow up with their healthcare provider to have the device checked. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported that they first experienced the stimulator not working right and lead being ¿fried¿ in ¿november.¿ the circumstance that led to the stimulator not working was ¿getting wand at (B)(6).¿ it was stated that despite the patient telling them they had a medical device, they continued to ¿get wand on both sides.¿ after this incident, they continued going to their healthcare provider and called the manufacturer representative, but ¿couldn't ever get it working prop.¿ it was noted that the devices were currently ¿not working inside¿ but the were going to have surgery again to resolve the issues. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Product ID: 3889-28, lot# va1gbku, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Patient codes (B)(4), device code (B)(4), eval method,result, and conclusion codes apply to interstim ii (serial#(B)(4)) and lead (lot#va1gbku). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a manufacture representative (rep) via a patient. Rep noted the patient's symptoms returned after being wanded several times at a security check. They added that it had been working great prior to that point. After the security issue, the patient couldn't feel stimulation on any electrode; they had stimulation up to 8.5v, but couldn't feel the sensation. The environmental/external/patient factors that may have led or contributed to the issue was the security check wand. The diagnostics/troubleshooting performed included trying all "electrodes" on the patient programmer (pp), but the patient had no motor response on any electrodes with the lead that wasn't working. An impedance check was also performed no impedances were out of range. As a result of what was reported, the lead and ins were replaced. The rep also noted that the ins had three months left on it. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The returned ins passed all testing in the laboratory and no anomalies were identified. Analysis identified that the insulation at the distal end of the lead was broken under the electrode. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. They reported that the patient was last seen in their office in (B)(6) 2018 and it had been determined at that time that the quad was no longer working/functioning. They had no further information.